Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, right ventricular (rv) oversensing due to myopotentials was noted on the rv lead. No intervention has been performed and the patient was stable and will continue to be monitored.